Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular reamer shells are dull. Was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> no. Patient status/ outcome / consequences --> no.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. The root cause is attributed to heavy usage/ wear out over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Johnson & johnson canada reports the grater head is dull. A search of the complaint database found similar complaints for dullness that were attributed to heavy usage/wear out. However, with no more information and no instrument returned to examine, a root cause cannot be determined for this specific instrument. The lot number was not provided that's determines the age of the instrument. Based on the investigation, the need for corrective action is not indicated. Continue to monitor complaints under post market surveillance sep-419. Update: (B)(6) 2019. Johnson & johnson canada reports the grater head is dull. Examination of the returned instrument confirmed the complaint; reamer showed signs of heavy usage over time and the cutting teeth of the instrument are dull. A search in the complaint database found similar reports that attributed the root cause to be from heavy usage. The root cause for this instrument will also be attributed to heavy usage/ wear out over time.     Based on the investigation, the need for corrective action is not indicated.  Complaints will be monitored under post market surveillance sep 419. Device history lot: null. Device history batch: null. Device history review:null.